Event description:
Medtronic received information that three years and 11 months post implant of a bioprosthetic tissue valve, the patient had died due to a massive stroke. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).